Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported that a patient that was implanted in one state was going to be converted to an open surgical repair for a ruptured aneurysm in another state. The explanting hospital called to inform the implanting physician that the device had been removed from the patient. The exact date the event took place or the notification about the patient from expanding hospital is unknown.